Event description:
Mother reported that her son was hospitalized from (B)(6) 2012, due to high blood glucose (bg), vomiting, and testing positive for ketones. On (B)(6) 2012 at 7:15 pm, his bg was 463 mg/dl; bolused 2.10 units. The pod was deactivated 50 mins later, at which time his mom called the doctor. The doctor advised mom to administer lantice and go to the hospital. Pt arrived at the hospital at 10:30 pm and was put on an IV. We do not expect the pod to return for eval.

Manufacturer narrative:
The pod was not returned for eval. We are unable to assess product condition to determine if any malfunction occurred that may have caused or contributed to the pt's condition. The omnipod's user guide warns, "...if you experience unexpected elevated blood glucose levels, change your pod." The user guide advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4 to 6 times a day." It instructs that users treat dka as follows: after being treated for high bg, check for ketones. If ketones are present, and are feeling ill then contact an hcp for guidance. If ketones are positive, but are not feeling ill then replace the pod using a new vial of insulin. Check bgs again in 2 hours, if they have not decreased then contact an hcp immediately for guidance. The omnipod's user guide warns, "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." Product lot qualification records could not be reviewed since no lot number was provided.